Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for safety assessment (ran in the load position), temperature assessment (120.5 degrees in 5 minutes), loctite and cable assessment (connector cap cable frayed), safety assessment, and handpiece temperature assessment. It was further determined that the device made an unusual noise. During service/repair, it was observed that the locking components were damage causing the failed safety assessment, and the bearings were worn out causing the noise and failed temperature assessment. It was further determined that the worn out bearings was consistent with normal wear over time; and the issue with the damaged locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to normal wear out from use and user misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device was making a loud noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.